Event description:
The pt rec'd two trial leads with the same lot number. It was reported, the pt could not feel stimulation after a falling incident. It was determined, the leads fractured as a result of the fall and protruded two inches out of the skin. Leads were removed a day earlier than planned. F/u identified the pt will proceed with a permanent implant at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.